Manufacturer narrative:
It was reported that the nebulizer was not working, with no pressure. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Not working no pressure.